Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was assumed that the cause of the event was an unknown substance that interfered with the assay. Product labeling states other substances and/or factors may interfere with the test and cause erroneous results. A general reagent or instrument issue was not suspected as the calibration and qc results were acceptable.

Event description:
The customer received questionable benzodiazepine plus results for two patient samples. Patient sample 1 was tested on 03/11/2015 and patient sample 2 was tested on (B)(6) 2015. The results from cobas c501 serial number (B)(4) were positive. The samples were sent for confirmation by gas chromatography-mass spectrometry (gc-ms) and the results were negative. No specific data was provided. The positive results were reported outside the laboratory. The results by gc-ms were believed to be correct. The patients were not adversely affected. The customer declined a service visit.